Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, ventricular loss of capture issue was observed on the device. Patient came into the clinic for further evaluation and the no capture issue was not observed during the in clinic visit. No intervention was performed. Patient was stable.